Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "also reported alarm "buzzer defective" & "alarm monitor fail". Biomed says device was being set up and started to alarm and display the tfs listed above. Not venting a patient and no patient harm or med intervention. He reported that the status display on the vu has no signs of damage or separating. He confirmed that the buzzer works, but sounds odd (distorted). " health impact: no clinical signs, symptoms or conditions. No health impact or consequence identified.